Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, after pushing the green button, the device did not work and impossible to continue. They used another handle to resolve the issue. There was no patient injury.